Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, it was reported that total 2 products occurred breakage suture issue. Changed another one to complete the surgery. There is no report on patient's injury. There will return 2 actual products and 10 representative samples for analysis. No additional information could be provided. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. One used needle suture piece outside the foil packet was received for analysis. Product code w9923. Upon visual assessment of the needle-suture piece, it was observed that the strand had begun with a degradation process caused by exposure to the environment. In addition, the other section of the suture was not returned for evaluation. The foil was visually inspected, and it was observed without apparent damage. Given the current condition of the returned sample, it is not possible to determine the potential cause of the reported event. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached on the cause of the reported event. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. H3 video investigation summary: this is an analysis for a video submitted to ethicon for evaluation. During the visual analysis, the following was observed: the video shows the user touching the suture with their hands, the applied force cannot be calculated in the video. Based on the video review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: - when did the two sutures break (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown.